Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient not showing up. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient not showing up. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not showing up. A technical support specialist dialed in remotely to investigate the patient visibility issue. Checked the pes and confirmed the unit assignment was correct for the station. Findings indicated the patient had exceeded the admission inactivity threshold. Reports showed the last transaction had occurred prior to the threshold, causing the patient to fall behind. The admission inactivity setting was updated to restore visibility. The nurse was able to see the patient and successfully remove the medications. The setting was then reverted to 2 days as per protocol. Customer confirmed the issue was resolved and approved closure of the case. The system functioned as intended after the technical support specialist repaired the device.